Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an operational test failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the fse visited the customer's site, assessed the device, and determined that the charge capacitor was damaged. Fse informed that replacing the charge capacitor is necessary. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. No further evaluation is warranted at this time.